Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with the distal end of the channel cover cracked. The damaged cover prevented proper clip loading and formation during a functional evaluation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open procedure, when the surgeon was to clip vessels, the surgeon squeezed the handle but the device's jaws were not able to close and clips were clogged in the applicator. Replaced by a new device to complete the case. No patient injury.